Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. (B)(6).

Event description:
Healthcare professional reported a xen®45 gts event described as "poor sliding quality was check." Surgery was completed with a back-up xen® device in the left eye. There was no eye injury.